Event description:
Information received via medwatch form 3400300000-2021-000001 reported that on (B)(6) 2020 reported that the patient was at home and noted bloody urine. On (B)(6) 2021, the patient presented to the lvad clinic for problem visit of dark urine. Same day admission with lactate dehydrogenase (ldh) 1, 127 u/l (normal range for ldh100-300). The patient had multiple occurrences of sub-therapeutic international normalized ratio (inr) over the last 6 months. The patient missed several doses of coumadin due to epistaxis. Not on aspirin due to gastrointestinal bleeding. No lvad alarms noted. Heparin and aspirin started. Vad flows 6-7's and powers in the 7's. Echo on (B)(6) 2021 with left ventricle enlarged indicating thrombus. On (B)(6) 2021 lvad hm ii removed and noted to have visible thrombus on the inflow stator. Hm iii placed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted for dark urine and concerns for hemolysis. Patient proceeded to have increased levels of lactate dehydrogenase (ldh). The patient was started on heparin drip. The patient underwent a pump exchange on (B)(6) 2021 from a heartmate 2 to a heartmate 3. No additional information was reported.

Manufacturer narrative:
Manufactures investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) severed at the pump nipple housing. The remainder of the dl was not returned. The inlet elbow was returned detached from the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, and the distal half was returned attached to the inlet elbow. The proximal half of the flex section was returned attached to the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Upon disassembly of (B)(6), a small tissue-like deposition was observed over one of the rotor blades. Another small tissue-like deposition was observed partially occluding one of the rotor vanes. The lack of areas of denaturation indicated that these depositions were not present for an extended period of time while (B)(6) was supporting the patient. Additionally, the lack of laminated layering suggested that these depositions did not form in this location and likely, originally formed elsewhere; however, the specific origin could not be conclusively determined. Further examination revealed two small, tissue-like depositions adjacent to the outlet bearing ball within the proximal-side of the outlet stator. The lack of denaturation and concentric layering indicated that these depositions were not present in this location for an extended period while the pump was supporting the patient. Although the origin of these depositions could not be conclusively determined, the color and texture were similar to the rotor depositions, suggesting that they may have potentially been a single formation before breaking apart and lodging in the outlet stator. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have potentially contributed to the report of elevated ldh and hemolysis. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.